Manufacturer narrative:
A ge rep evaluated the system and found the mag mode had been inadvertently selected. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the tube head is not aligning with the image intensifier. No pt injury was reported.